Event description:
It was reported that the device could not be interrogated with rf telemetry. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.